Event description:
It was reported that one day after implant, the rwave had decreased significantly from 7-10mv to 1.1mv. The right ventricular lead remains in use until the physician's direction of care. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5086 implantable pacing lead(B)(6) 2013. (B)(4).